Event description:
It was reported that the patient with this pacemaker and right atrial (ra) lead was scheduled for pacemaker replacement due to normal battery depletion. The health care professional (hcp) noticed a recorded episode of signal artifact monitoring (sam) from nine (9) months before, that appeared to be associated to the minute ventilation (mv) feature signal on the right atrial (ra) channel, which contributed to inappropriate atrial tachy response (atr) episodes. Hcp requested a review of ra lead diagnostics and the observed noise. Technical services (ts) was consulted and confirmed the sam events and inappropriate atr episodes caused by noisy signals. Ts recommended performing isometric movements to determine if the noise could be reproduced and conducting impedance measurements. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product has been returned for analysis.

Event description:
It was reported that the patient with this pacemaker and right atrial (ra) lead was scheduled for pacemaker replacement due to normal battery depletion. The health care professional (hcp) noticed a recorded episode of signal artifact monitoring (sam) from nine (9) months before, that appeared to be associated to the minute ventilation (mv) feature signal on the right atrial (ra) channel, which contributed to inappropriate atrial tachy response (atr) episodes. Hcp requested a review of ra lead diagnostics and the observed noise. Technical services (ts) was consulted and confirmed the sam events and inappropriate atr episodes caused by noisy signals. Ts recommended performing isometric movements to determine if the noise could be reproduced and conducting impedance measurements. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product has been returned for analysis. Additional information confirmed that isometric movements were performed before the generator replacement, the noise was reproducible, and no further testing was conducted.